Event description:
It was reported to boston scientific corporation that an advantage system was implanted on a patient. According to the complainant, the patient experienced discomfort and recurrent cystitis and a cystoscopy was performed. It was then discovered that the sling has eroded through the urethra and bladder. On (B)(6) 2015, the patient underwent a surgery for resection of part of the eroded sling. The patient is expected to be seen upon follow up after three months. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. There is no information if the device will be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.